Event description:
The customer reported via phone cal indicating that he had a high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer stated that he change infusion set twice and wanted it to be replaced. Customer was advised that we would replaced the sets.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.